Manufacturer narrative:
Follow-up indicated that the device was discarded. The device is not available for return. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing and sterilization records were reviewed and no non-conformities were found. This report was initially filed on 09jul2018 but the acknowledgement failed due to coding updates on 05jul2018.

Event description:
It was reported to nevro that the patient developed an infection. The wound was debrided and irrigated, and the device was explanted. The patient was treated with oral and IV antibiotics, and a PICC line was placed. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.